Event description:
It was reported that the device was difficult to remove. A carotid wallstent was selected for use in a carotid stenting procedure with an filterwire ez. After the stent was implanted, it was difficult to remove the delivery system from the wire. The stent device was removed from the filter wire in very slow millimeter steps, which was extremely difficult because the filter was always moving back and forth. The device was able to be removed in one piece, the procedure was completed, and there were no patient complications as a result of this event.

Manufacturer narrative:
This report is being submitted to correct the correction/removal reporting # (h9) in section h. Device manufacturers only.

Event description:
It was reported that the device was difficult to remove. A carotid wallstent was selected for use in a carotid stenting procedure with an filterwire ez. After the stent was implanted, it was difficult to remove the delivery system from the wire. The stent device was removed from the filter wire in very slow millimeter steps, which was extremely difficult because the filter was always moving back and forth. The device was able to be removed in one piece, the procedure was completed, and there were no patient complications as a result of this event.

Manufacturer narrative:
Device eval by manufacturer: the carotid wallstent and filterwire ez were received for analysis with the filterwire not inserted in the device. The carotid wallstent delivery system was received unsheathed with the stent fully deployed from the delivery system. The stent was not returned for analysis. Visual inspection of the filterwire noted some damage. Visual inspection of the delivery system identified a complete outer sheath break located at approximately 65 mm distal of the main t-body. The stiffening wire was noted to be kinked 150 mm distal from the hub of the device. A visual and tactile examination identified no issues with the tip of the device. Analysis of the lumen compatibility revealed an inability to advance a boston scientific 0.014 inch (0.36mm) guidewire through this device while the device was unsheathed. The investigator was unable to sheath the device due to the damage noted to the outer sheath that likely occurred when attempting to remove the device from the filterwire.

Event description:
It was reported that the device was difficult to remove. A carotid wallstent was selected for use in a carotid stenting procedure with an filterwire ez. After the stent was implanted, it was difficult to remove the delivery system from the wire. The stent device was removed from the filter wire in very slow millimeter steps, which was extremely difficult because the filter was always moving back and forth. The device was able to be removed in one piece, the procedure was completed, and there were no patient complications as a result of this event.